Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device leaks instead of insulin going into the tubing. The customer states the leak is inside the pump where the reservoir sits. The customer's blood glucose level at the time of incident was over 600mg/dl. Troubleshoot was conducted. The customer is returning the reservoir for analysis, and receiving replacement. The customer declined to troubleshoot for the highs, and will be changing everything out and calling back if issues persist.